Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. During the use of guiding block f/2-column dist-rad-pl2.4 n (03.111.501), the surgeon found that the connection screw penetrated in lower side of a plate. This report is on the guide block.. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.